Manufacturer narrative:
H6. Component code: g03001. During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and various diagnostic checks of the system and cleaning was performed. Return testing was not completed as returns were not available. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the troubleshooting performed by the fse. The architect systems operations manual addresses operational precautions and limitations; and addresses sample results observed problems for elevated concentration and erratic results, including, but not limited to the troubleshooting performed by service. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the immunoassay platforms tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no systemic issue or deficiencies were identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device service by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is patient identifier complete sid (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a (B)(6) architect hbsag result on a patient. Results provided: (B)(6) 2021 sid (B)(6), confirmatory assay: (B)(6) with 99% neutralization. The doctor questioned the result because the patient has historically been negative. The customer re-ran the sample: (B)(6) 2021 (B)(6) , another instrument = (B)(6). No impact to patient management was reported.